Manufacturer narrative:
(B)(4). The following additional information was requested but has not been received to date: what prep was used prior to, during or after dermabond use? Please provide photos? How many layers of adhesive were used during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? Was any medical treatment provided to address the blistering? Patient demographics: initials / ID; age or date of birth; bmi, gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails? Was demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparascopic gastric sleeve procedure on an (B)(6) 2019 and topical skin adhesive was used. At one week post procedure ((B)(6) 2019), the patient presented with burning and blistering at the site of adhesive application on the abdomen. The patient was prescribed benadryl and cream to treat the reaction. Reaction is abating. There are no samples to return. Lot is unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was obtained: there is no additional information available at this time.